Event description:
The customer stated that insulin leaked from the reservoir transfer guard. The customer also reported a blood glucose reading of 204 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.